Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a catheter, continuous flow. The customer reports that while the trellis was in use, the proximal catheter balloon ruptured. After the balloon ruptured, the faulty device was removed and new 8f 80x30 device was inserted to complete the procedure.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.